Event description:
The hosp reported that they have had 3 or 4 instances of cracked mr290 humidification chambers. The hosp detected the crack in the chambers when they noticed a reduction in the pts' spo2, below minimum physiologic / clinical monitoring parameter.

Manufacturer narrative:
H6. Method: we are awaiting the return of the device. Evaluation: we will make an evaluation after the device has been received. Conclusion: we will make a conclusion when we have finished our investigation.